Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: a review of the pump¿s black box data showed the last basal delivery was on (B)(6) 2015 at 4:41 pm; the pump was powered off from (B)(6) 2015 9:39 pm to (B)(6) 2016 at4:26 pm. The total daily dose (tdd) calculated correctly and reflected the programmed basal rate target. During investigation, the battery compartment was found to be undamaged. A test battery cap was able to fit securely to the punp. Testing showed that the ez-prime steps were performed correctly with no delivery interruption occurring during the investigation. The tdd reflected 24u after a 24hr on 1u/hr test. The product was found to deliver within specifications. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/07/2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: basal history did not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.